Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by cloudy effluent. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On unreported date(s); the patient was treated with unknown antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis. After ten days of hospitalization, the patient was discharged. On an unknown date in the month following the onset, dianeal and extraneal therapies were discontinued. On an unknown date during the hospitalization, the peritoneal dialysis catheter was removed. The patient is currently on hemodialysis therapy. The patient was recovering from the peritonitis. No additional information is available.